Manufacturer narrative:
The manufacturer is currently performing evaluation and the results will be provided in a supplemental report.

Event description:
Senseonics was made aware of an incident where the patient could not link the newly inserted sensor with the transmitter. Multiple transmitters were tried without success. The sensor was inserted on (B)(6) 2025. The hcp removed the sensor and will be returned to sensoenics for further evaluation.

Manufacturer narrative:
The RMA was authorized but not received, thus no confirmation or investigation of the complaint was possible. As part resolution,RMA was authorized to offer the user a sensor replacement. B4.date of this report 02 june 2025. G3.date received by the manufacturer? 02 june 2025. H3. Device evaluated by manufacturer?no. H6. Type of investigation updated to 4114. H6. Investigation findings updated to 3221. H6. Investigation conclusions updated to 67.